Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d4 d8, d9, h3, h4, h6, h11 corrected fields: e2, e3, g2 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that power seal was working at first and then suddenly would not discharge current. It was plugged/unplugged, the machine was turned off/on again, and the underbody pad was plugged in but the issue was not resolved. The issue was found during a laparoscopic procedure and completed with a similar device. There were no reports of patient harm.

Event description:
It was reported that power seal was working at first and then suddenly would not discharge current. It was plugged/unplugged, the machine was turned off/on again, and the underbody pad was plugged in but the issue was not resolved. The issue was found during a laparoscopic procedure and completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation based on device return and a correction. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that power seal was working at first and then suddenly would not discharge current. It was plugged/unplugged, the machine was turned off/on again, and the underbody pad was plugged in but the issue was not resolved. The issue was found during a laparoscopic procedure and completed with a similar device. There were no reports of patient harm.